Manufacturer narrative:
(B)(4). Batch # n5551j . The analysis results found that one plee60a device was returned in good visual condition and with a gst60d cartridge loaded on the device. The cartridge reload was received unfired and in good visual condition. No further functional testing was performed due to the condition of the anvil however a dry fire was performed to test the functionality of the device and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first firing of the device was with a green reload with buttressing material and the firing was fine. For the second firing, the device was loaded with a gold reload with buttressing and before inserting the device through the trocar, the surgeon noticed the anvil of the device was bowed out distally from the jaw. The device was removed from the procedure and set aside. Another like device was used to complete the procedure. There were no adverse consequences for the patient.